Event description:
The facility reports, the patient was in a wheelchair and was being brought back to her room. The sling was applied and attached to the lift. The patient was raised using the hand controller on the lift. The lift and patient were positioned over the bed to complete the transfer. The patient then fell freely onto the bed - "lift gave way" was the observation. The sling was unhooked and removed. The lift was removed from the room and taken out of service. No injuries were reported.